Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they had constipation. The patient noted she took medication for a pre-existing constipation, but she stated with her bowel movement on the day previous to the call they had to stain more than usual. It was noted the patient began the trial on (B)(6). Additional information from the patient reported they had to take stool softeners. The patient reported taking miralax and some fiber. Additional information from the patient reported the day previous to the call was a bad day. The patient noted she had to get up four times during the night and each she was soaked. The patient noted now she felt a urinary tract infection had returned because her urine smelled bad. The indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient notified the hcp¿s office of the foul-smelling urine on (B)(6) 2015. The patient¿s urine was sent for culture and sensitivity, and the patient was treated with antibiotics. It was noted there was no notification of constipation. No troubleshooting was performed related to the constipation, urine smelling bad, having to get up four times during the night, urine incontinence, and urinary tract infection, and treatment of antibiotics for urinary tract infections were taken for the symptoms. The cause of the symptoms was reported to bea urinary tract infection. It was noted the symptoms have been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.